Event description:
It was reported that 6 bd insulin syringes with ultra-fine needles experienced missing label information. The following information was provided by the initial reporter: no vendor lot & no expiry date.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insulin syringes with ultra-fine needles experienced missing label information. The following information was provided by the initial reporter: no vendor lot & no expiry date.

Manufacturer narrative:
H.6. Investigation: customer returned several images of a number of polybags labeled for 0.3ml, 30 gauge, 8mm syringes from lot 1047113. Varying portions of the text and barcode information are missing as the polybags appear to have been cut off and sealed prior to their intended terminus. In addition, at least one of these polybags is missing its lot number, manufacture date, and expiration date. A review of the device history record was completed for batch# 1047113. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of label information missing. Root cause: l2l dispatch was created for vertical seal was not sealing correctly. During the syringe packaging process, bags are formed by a heat seal on the form, fill & seal jaws. The wire to the back jaw broke for unknown reason leaving no heat to transfer to the jaw. H3 other text : see h.10.